Event description:
A distributor complaint was reported involving a cartridge alarm, identified as alarm 20, in sweden. The incident occurred during the loading process, and despite following the on-screen instructions and loading a second cartridge with the correct technique, the alarm persisted. There was no reported impact on the customer¿s blood glucose level at the time of the event. The customer declined to disclose their backup insulin therapy plan.